Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The caller reported the patient had 2 gluteal stimulators, however only 1 active device was registered to the patient. Caller was a healthcare provider who reported that imaging confirmed 2 stimulators were implanted, but they couldn't confirm the type of stimulator. Patient informed the caller that the surgeon goofed on one ins and that specific device may not be functioning. Caller was unable to sync with patient programmer with the right-sided device, but was able to sync and turn off the left side device. Patient informed the caller that they were planning on having both device removed because they hadn't helped them. No other details about the therapy were available upon inquiry. Caller was unable to communicate with 2nd unknown model stimulator on the right side. No further complications were reported or anticipated.